Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot pedal does not work. Upon functional testing, the fse found wired footswitch was faulty. The device was returned for analysis, which confirmed that baseplate separated from footswitch. Fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch was not working. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse replaced the footswitch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.